Event description:
It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
The device was returned due to unknown death. The device was at end of service (eos) upon receipt. Device image was saved and analyzed, autocapture was enabled and battery voltage is at eol. Longevity assessment was performed; device exceeded the projected longevity and is considered normal battery depletion.